Manufacturer narrative:
Omit: a1601 - device alarm system (1012), g0600101 - alarm, audible.

Event description:
It was reported that a donor patient was receiving an unspecified infusion in the neuro ICU. During the infusion, the pump experienced a system error and stopped infusing medication. The pump was exchanged and the infusion restarted on the new pump. During the time exchanging the pumps, it was noted the patient's mean arterial pressure decreased. There was patient involvement, however no harm was indicated.

Event description:
It was reported that a donor patient was receiving an unspecified infusion in the neuro ICU. During the infusion, the pump experienced a system error and stopped infusing medication. The pump was exchanged and the infusion restarted on the new pump. During the time exchanging the pumps, it was noted the patient's mean arterial pressure decreased. There was patient involvement, however no harm was indicated.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/ logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.